Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user when accessing, closed the drawer with excessive force, the machine shuts down completely and after restarting, the system displayed all previously recovered cubies as failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off. A field service engineer (fse) addressed a customer reported issue where closing drawer 5.2 caused the station screen to go black and enter a reboot mode. Upon arrival, the drawer showed a failed icon. Hardware testing of drawer 5.2 revealed no issues, but the power system test failed during power cord reconnection and the station went into reboot cycle. The fse replaced the power supply, rebooted the station, and ran the hardware test application power system test successfully. Drawer 5.2 was tested with no issues, and the station was restarted. The escort then performed a successful inventory count. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.